Manufacturer narrative:
Date of report: 05may2021. There was no patient involvement.

Event description:
The customer reported that the touchscreen would not calibrate. There was no patient involvement. The remote service engineer (rse) spoke with the customer, who advised that they had attempted multiple calibrations and they did not succeed. The customer reported there is no damage or residue on the touchscreen. The rse advised the customer that the touchscreen would need to be replaced.

Manufacturer narrative:
The customer confirmed that the touchscreen was replaced, and the device was returned to service. Based on information provided and/or service performed, the alleged malfunction was confirmed. H11 the device was in patient use during therapy at the time of the reported issue was discovered; however, there was no harm to the patient or user.